Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16900, related manufacturer reference number: 2017865-2020-17046. It was reported that the patient presented for remote follow up via merlin.net with episodes of intermittent atrial oversensing resulting in inappropriate mode switch stored on the pulse generator. The physician suspected that noise was likely caused by electromagnetic interference, as it was observed concurrently on the ventricular channel, but is not marked by the device. No interventions or adverse patient consequences were reported.